Manufacturer narrative:
The additional proglide referenced is being filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery via 5fr sheath using the preclose technique prior to a carotid artery stenting procedure. Reportedly, while removing the suture limbs from the proglide device it was noticed the suture had not deployed in the artery and came out of the patient intact with both proglide devices. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to a 6fr and the carotid artery procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported suture had not deployed in the artery and came out of the patient intact was confirmed based on the knot and loop properly formed. The returned device observations indicate the needles deployed successfully; therefore, it is likely the artery was friable and/or there was poor/partial tissue capture resulting in the suture sawing through the vessel. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.